Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting this report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 20 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.